Manufacturer narrative:
Concomitant medical product: 3889-28 urinary lead implanted: (B)(6) 2013, 3058 urinary ipg implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the pacing lead exhibited dislodgement. The lead remains in use. No patient complications have b een reported as a result of this event.